Manufacturer narrative:
On 5/28/2020, it was reported to mentor that the affected device was mentor memorygel breast implant 700cc, catalog number 3507004bc, serial number (B)(6), lot number 5689930, the date of implantation was on (B)(6) 2006. The patient will undergo explantation and replacement sometime in the future. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 5689930 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a gel unspecified mentor breast implant and suffered from the rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.